Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple cartridge alarms (cartridge alarm 5 and 25) occurred with multiple cartridges. The customer's blood glucose level was not impacted. The customer was able to reload a cartridge and resume insulin delivery.